Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable thyroid results for two patient samples from a cobas 8000 e801 module. The serial number was requested but was not provided. Samples from the patients were submitted for investigation and were tested on a cobas 8000 e801 module, cobas 8000 e602 module, a cobas e 411 immunoassay analyzer, and a siemens centaur analyzer. Information concerning if any erroneous results was reported outside of the laboratory was requested but was unknown. There was no allegation of an adverse event. Refer to the medwatchs with (B)(6) for this event.

Manufacturer narrative:
As no sample material was available for investigation, a specific root cause could not be determined. From the data provided, a general reagent issue could most likely be excluded. A possible cause could be that a factor which interferes with one or more components within the assay of both roche and /or siemens is present in the samples of these patients.